Event description:
It was reported that the patient had four inappropriate shocks due to oversensing via decreased amplitude intrinsics. The patient had lost weight and the system had moved. The device was reprogrammed without success so the doctor elected to program the system off and then replace it with a transvenous system. There were no additional adverse patient effects.